Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3889-33, lot # v813692, implanted: (B)(6) 2011, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the stimulator battery level had been low, this was read "on the screen." It was reported that patient had not been receiving symptoms "at all", and that they had been up "every hour for every night", "every hour, peeing." It was explained that "it had worked for a while, and then boom it quit."

Event description:
It was reported that ins hadn't been working at all. The patient told their healthcare provider a month ago that ins wasn't working for her. The healthcare provider told the patient to lose weight. The patient was not getting relief of her symptoms at all. The patient was getting up every hour. It was noted that the patient had a lot of falls after the time that the ins/therapy was effective. They did not remember dates. The healthcare provider did x-rays and determined leads were still in the right place. The patient had relief of symptoms for about 6-7 months. Thereafter, the patient got very little relief. It was noted that the patient had a successful trial. It was noted that the healthcare provider told the patient she needed to lose weight and that ins might just need to be removed. The patient did not want ins removed but "fixed." If additional information is received, a follow up report will be sent.